Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right atrial (ra) lead due to dislodgment. A revision procedure was performed and the helix was unable to retract. During initial implant, the helix was not tested prior to introducing the ra lead into the body of the patient. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.